Manufacturer narrative:
(B)(4)

Event description:
Procedure: lobectomy. According to the reporter:the surgeon fired the instrument across the bronchus. A leak test was performed. No leak was detected. No reinforcement material had been used on the reload. There was a small leak postoperatively day 33 or 34. The patient developed pneumonia and empyema requiring a reoperation. The surgeon over sewed the staple line as reinforcement. The last known patient status? Patient discharged to rehab after bpf repair. Original procedure (B)(6) 2014, bpf repair (B)(6) 2014. This incident resulted in a much longer hospital stay for the patient. What was the condition of the staple line during the re-operation? Appeared scarred over and intact on bronchoscopy, no tumor, but had small leak on testing.